Event description:
It was reported that whenever the atrial capture testing in clinic is done, it takes several minutes for the atrium to start capturing again following testing. The threshold was noted to be slightly elevated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.